Event description:
It was reported that the patient presented in clinic for follow-up with noted loss of ventricular capture. Upon interrogation, the right ventricular lead exhibited a loss of capture and a high lead impedance. The patient noted that they had experienced several syncoplal episodes. During the lead revision the following day, the lead was capped and replaced. The patient would continue to be monitored with regular device follow-up.

Manufacturer narrative:
(B)(4).

Event description:
New information on 07/28/2015 indicates that the patient is symptom free.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the right ventricular lead was capped on 02 jul 2015 due to fracture.